Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
An (B)(6) distributor contacted zoll to report that a patient developed itching on her back under the therapy electrodes. Patient reports she cannot wear the device all the time due to her back pain. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician allows her to remove the device for several hours during the day to alleviate back pain. Follow up indicated that the itchy skin is improving.